Event description:
It was reported that the 6.0x18mm herculink elite stent was noted to be flared on both ends once removed from the hoop dispenser as resistance was felt during removal. Another unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis the stent had moved on the balloon. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported material deformation was confirmed. The reported difficulty to remove could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, factors that can contribute to material deformation/deformation due to compressive stress prior to use include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging or sheath/stylet removal. Factors that can contribute to difficult to remove from the hoop/coil include, but are not limited to, kinks, bends, procedural technique, damage during manufacturing, inadvertent mishandling during unpackaging, sheath/stylet removal or during preparation of the device. Additionally, the return analysis indicated the stent was dislodged in addition to the reported material deformation. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during unpackaging and/or preparation of the device contributed to the reported material deformation, observed stent dislodgement and reported difficulty to remove; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.